Event description:
An endurant stent graft was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology is unknown. The patient presented with hypotension. The patient expired later that same day. Per the physician the patient's death was not related to stent graft. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-existing condition, ruptured aortic aneurysm), unapproved use of device (treatment of pre-existing ruptured aortic aneurysm). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition, ruptured aortic aneurysm), operational context contributed to event (treatment of pre-existing ruptured aortic aneurysm).